Event description:
The customer contact reported that during preventative maintenance testing at the user facility, a s233 (over temperature-psc) malfunction alarm code was noted in the device history log. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation facility. During testing, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. Further testing found that the device fan was not turning properly. The probable cause for the s233 alarm code was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.